Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy has never worked since the most recent implant in (B)(6) of 2022. The caller reported that they were never trained on how to use the equipment and just gave up. The caller needs an MRI and needs to see if they are MRI compatible. The communicator battery is depleted. The handset was charging and up to 11%. Agent redirected patient back to patient services to continue troubleshooting. The patient's relevant medical history included the caller mentioned that they had a bad fall after an airplane flight and have a potty chair and wheel chair and need an MRI of the legs. The caller mentioned that they weren't sure of their most recent doctor's name, but they are at the same practice as their prior hcp. The caller called back and their equipment was charged enough to use. Agent helped caller use MRI mode and caller was showing head only and was dissatisfied about this because they were told they would be full body eligible. Caller will call the hcp to address. Agent walked caller through using the equipment and changing programs. The caller will adjust the settings as needed. Caller reported feeling the therapy after adjusting and then no longer feeling it when they pulled the communicator away from the body. Agent explained sensation may subside, but to gauge if it is working by symptom relief. The caller had to disconnect to call the MRI center to cancel the MRI for today. They will call back if further assistance is needed to adjust settings.